Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was inflated to 8 atms for five seconds when it ruptured on the first inflation during predilation. The lesion being treated was located in the tortuous, severely calcified and 99% stenotic mid left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a non-bsc stent which was post dilated with a bsc balloon. Pt status is listed as "good".